Event description:
It was initially reported to target that during a gdc embolization procedure the coil became jammed in the microcatheter. However, during the eval it was found that the coil was broken inside the catheter. Therefore, this complaint became an MDR. According to the info provided, this incident did not cause any injury to the pt, who was reported as ok after the procedure. The embolization was successfully completed with another system.